Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that the lead body was bent at a 45 degree angle upon return, which was likely due to induced damage upon explant. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities or evidence of lead fracture, however we cannot refute that the field observations noted in the field may have been a result of an unidentified lead issue.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured resulting in high pacing impedance levels, loss of lv capture, and loss of lv pacing. It was suspected the lead damage may have occured due flex fatigue near the suture sleeve. The lead was explanted and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.